Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced uncomfortable heating at the ipg site. Surgical intervention took place to explant and replace scs system. The pt has effective stimulation coverage postoperative.